Manufacturer narrative:
Event summary: upon visual inspection of the mapping catheter, 990063-020/ 213973648, results showed the shaft was bent and broken 0 .136 inches from lemo connector right after the introducer. In conclusion, the reported issue (catheter bend) was confirmed through testing. The mapping catheter failed the returned product inspection due to a broken shaft connector connection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was bent. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.